Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres within 20 seconds. The device was removed without any issue and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.